Event description:
It was reported that a nurse observed high lead impedance readings when checking a patient's device. X-rays were submitted to the manufacturer for analysis and no anomalies were observed that could have contributed to the reported event, however, since the entire lead was not visible, a lead discontinuity cannot be ruled out. Revision surgery occurred in 2008 and the hospital will be returning the explanted lead and generator.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.